Event description:
It was reported that the patient was experiencing exit block. The patient's lead had low impedance and an insulation break. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.